Manufacturer narrative:
Product complaint (B)(4). The manufacturing record evaluation was performed and identified a nonconformance, which was raised to address the event reported. The necessary actions have been taken to address the issue. Summary: an open box with twelve unopened samples of product was received for evaluation. During the visual inspection of the box, a legend of "not for human use" could be observed printing on box, resulting in inappropriate information at the cardboard. The samples inside the box were reviewed and all the information were according to finish good product requirements. The products met all specifications for use on patients.

Event description:
It was reported that during evaluation, a legend of ¿not for human use¿ printing was observed on the box resulting in inappropriate information at the cardboard. There were no patient consequences reported.